Event description:
It was reported that the mobile programmer application froze when the print report screen popped up at initial interrogation of a device. It was noted that an analyzer session was in progress on the dependent patient and a single chamber device had been paired with the mobile programmer application however that session was ended as the physician chose to use a different device and it was when this device was being interrogated that the issue was encountered. It was observed that pacing continued when the mobile programmerapplication was force closed and restarted however as the physician was concerned that the mobile programmer application was rebooting too slowly the technician switched to a legacy programmer to complete the procedure. The mobile programmer application remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis of the service log found the customer comment that the mobile programmer application froze was not confirmed but noted bluetooth drop-outs. Continuation of d10: product ID 24970a lot# serial# (B)(6) product ID 24967 lot# serial# (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.